Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The target lesion being treated was located at the right coronary artery (rca). A non-bsc guidewire was advanced to the lesion and a 4.5x24 veriflex¿ stent was deployed in the mid rca. It was noted that there was still some disease distal to the stent so a 4.0 x12 veriflex¿ stent was selected and advanced to the lesion. The device was able to go through the first stent but was not able to deliver the device because of the calcium so they decided to remove the device. During removal it felt very sticky on the wire and they have to remove the wire from the body. There was a tremendous amount of resistance noted as they try to remove the stent catheter off from the wire. A new non-bsc guidewire was used and loaded the same 4.0 x12 veriflex¿ stent. The device was not able to cross the lesion because of the calcium so they ended the procedure there. No patient complications were reported and the patient status was fine.